Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via the representative reported the cause of the motor stall was not determined. The stall did not recover, and the pump was put on minimum rate. The pump was explanted on (B)(6) 2017 and would be returned to the manufacturer for analysis.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain and chronic low back pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported a motor stall occurred. There were no environmental/external/patient factors that might have led or contributed to the issue. The logs were read. The pump was replaced. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient symptoms/complications were reported.

Manufacturer narrative:
The pump was returned, and destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to gear wheel three. Interrogation of the pump determined it was used to infuse fentanyl [6 ,300.0 mcg/ml] and baclofen [200.0 mcg/ml]. (This contradicts with the previous report that the pump was delivering morphine.) If information is provided in the future, a supplemental report will be issued.